Event description:
Same case as: 2134265-2014-03577. It was reported that a rotawire fracture occurred. A 1.25mm rotalink¿ burr and a rotablator rotational atherectomy system were used to treat the "heavily" calcified target lesion located at the proximal left anterior descending artery. During preparation, the burr was connected to the advancer smoothly with the rotaglide drip set on. The physician tested the system and adjusted the rotational speed to 200000rmp. It was then noted that the rotawire floppy broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A guidewire was also returned emerging from the handshake connector of the catheter. The wire was not visible in the burr of the catheter. A visual examination was performed. The burr was pushed back to reveal the handshake connector of the catheter. The handshake connection was inspected and no damage was noted. An attempt was made the remove the wire from the device by laying the catheter out flat and pulling the wire through. A resistance was encountered and the wire could not be retrieved. The catheter was soaked in warm water in an attempt to retrieve the wire but this was not successful. The wire could not be inspected for the fracture as it was stuck in the catheter. The annulus of the catheter was inspected and it was found to be damaged. It is possible the damage to the annulus is a result of the wire making contact with the burr. The annulus was also found to be blocked with dried saline. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2014-03577. It was reported that a rotawire fracture occurred. A 1.25mm rotalink burr and a rotablator rotational atherectomy system were used to treat the "heavily" calcified target lesion located at the proximal left anterior descending artery. During preparation, the burr was connected to the advancer smoothly with the rotaglide drip set on. The physician tested the system and adjusted the rotational speed to 200000rmp. It was then noted that the rotawire floppy broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).